Manufacturer narrative:
Manufacturer's investigation conclusion: the report of hemolysis and suspected device thrombus could not be conclusively determined through this evaluation. Elevations in pump power and estimated flow were confirmed via the log file data provided by the account. The submitted log files contained data spanning from 11/29/2018 at 21:27:20 to 2/8/2019 at 09:43:37, per the timestamps. Transient elevations in pump power/estimated flow were recorded throughout the log files, beginning on 12/23. No notable alarms were captured, and the device operated above the low speed limit without issue while the fixed speed was set above the low speed limit. A specific cause for the change in pump parameters cannot be conclusively determined. The center will maintain the current course of action and the patient remains ongoing on the device the heartmate ii left ventricular assist system instruction for use thrombus and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus and how to respond to such events. This document provides information regarding recommended anti-coagulation therapy. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on 1feb2019, a log file was submitted for review by the clinician team. The manufacturer's technical service representative reviewed the log file and observed power elevation with pi events. The patient was asymptomatic at the time of the high flows/powers. Echocardiogram (echo) was performed on (B)(6) 2019 and showed the left ventricle properly decompressed. The patient is admitted for suspected pump thrombus. Additional log file was submitted on 6feb2019 for review and showed power elevations with pi events. Additional information on 8feb2019: it was reported that the patient switched back to being on heparin while undergoing plasmapheresis for desensitization, and does not plan on undergoing pump exchange. The patient was feeling well and the plan is to maintain current course. The manufacturer's technical service reviewed the submitted log file, and observed power and flow elevations between 6feb2019 and 8feb2019.

Manufacturer narrative:
The patient received pump exchange (B)(6) 2018 which was reported under MFR report #2916596-2018-00191. Approximate age of device- 11 months, 30 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted for elevated ldh of 500. The patient had a history of pump exchange due to thrombus. The manufacturer's technical service reviewed the log file and did not find unusual events. On (B)(6) 2019, the patient ldh decreased 375 after initiation of heparin drip. Echocardiogram was performed and showed no signs of thrombus. The manufacturer's technical service reviewed an additional log file and observed multiple intermittent power and flow elevation which are not indication of thrombus. Additional information: on (B)(6) 2019, the patient ldh level decreased since the initiation of heparin drip, but increased to 707. The clinician team planned to initiate bivalirudin. The manufacturer's technical service reviewed the log file and observed increased flow of 10.8 and power of 11.7 on (B)(6) 2018. On (B)(6) 2019, the patient ldh is down trending to 659 on bivalirudin, and hemoglobin level uptrends to 27.8. The patient is currently feeling well. The manufacturer's technical service reviewed the log file and observed baseline power and flow.